Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found this reportable malfunction: identified an e218 (scope failure) occurs due to damage to the imaging unit, and a b31 (scope communication error) occurs due to damage to the imaging unit. Based on the results of the investigation, the most probable cause of the complaint was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited an e218 (scope failure) occurred due to damage to the imaging unit, and a b31 (scope communication error) occurred due to damage to the imaging unit. There were no reports of patient involvement.